Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was switching to battery while plugged into ac. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier could not verify the failure of the batteries not charging. The board passed testing. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and verified that the batteries were charging in the cardiosave test fixture and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Manufacturer narrative:
The power management board that was removed from the cardiosave unit during repair was returned to the getinge national repair center (nrc) for further evaluation. The board was received by the nrc; inspection of the power management board was completed per procedure and to the ipc-a-610 standard, with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The national repair center could not verify the failure of the board not charging the batteries. The board passed testing. The power management board will be sent to the supplier per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was switching to battery while plugged into ac. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was not able to reproduce the issue while onsite. The fse replaced the power management board and optical switch harness cable (cart present sensor) as a precaution to resolve the possible intermittent problem, as this was the second recent call for this issue. The fse reported that the doppler was removed from the unit. The fse then performed full calibration, functional and safety checks. The iabp unit passed all functional and safety checks per factory specifications and was returned unit to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was switching to battery while plugged into ac. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.